Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this pacemaker. The hcp noted this patient heart rate was in the 30 beats per minute (bpm) range and observed a loss of capture (loc). Technical services (ts) reviewed the stored data and noted the most recent right ventricular (rv) lead threshold measurement was 1 volt, recorded approximately eight months prior, lower than the programmed output of 4 volts. Ts reviewed the presenting electrogram (egm) and did not observed the reported loc. Ts recommended an in-person evaluation, as the loc may be intermittent. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted update the report with additional information and to correct section d. Suspect medical device, as the lead was stated as the product that caused the malfunction and adverse effects. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this right ventricular (rv) lead. The hcp noted this patient heart rate was in the 30 beats per minute (bpm) range and observed a loss of capture (loc). Technical services (ts) reviewed the stored data and noted the most recent right ventricular (rv) lead threshold measurement was 1 volt, recorded approximately eight months prior, lower than the programmed output of 4 volts. Ts reviewed the presenting electrogram (egm) and did not observed the reported loc. Ts recommended an in-person evaluation, as the loc may be intermittent. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that, during a replacement procedure for normal battery depletion for the pacemaker, this rv lead was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.